Event description:
Patient was revised to address instability. Poly wear was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the manufacturing records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported instability or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd. The investigation will be re-opened.